Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced. The issue was resolved without sequel adverse events. No further information was reported.

Event description:
New information received indicated that the patient was hemodynamically stable after the procedure.